Event description:
It was reported that the patient had been hospitalized via ambulance with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for about one day at the infusion site (abdomen). Symptoms reported include hyperglycemia, high blood pressure, vomiting, elevated leukocytes, and dehydration. The patient was diagnosed with dka, dehydration, and uncontrolled blood pressure. The patient was treated with an intravenous (IV) fluids, oxygen, and blood pressure monitoring. The patient was prescribed about 25 units of levemir insulin in the morning, and regular insulin in vial form to be used with meals (about 5-8 units). The patient was also prescribed 40 mg of protonix (one pill twice per day). Changes were made to the patient's settings and the patient was temporarily taken off the omnipod system. The patient was released after four days, including three days in the intensive care unit (ICU). The pod was worn to the hospital. The pod's adhesive was reportedly not sticking well to the infusion site. When removed from the infusion site, the pod's cannula was found to be dislodged and bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.